Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.

Event description:
This is the first of two reports concerning the same pt. This report concerns the distal mcp implant. It was reported the pt underwent surgery on (B)(6) 2013 with the implantation of a mcp device in the middle finger of his right hand for an 'arthritis issue.' Early (B)(6) 2014 pt had an xray which showed mechanical loosening of implant; possible shearing. A revision surgery and explantation of the mcp device was performed on (B)(6) 2014. Add'l info was requested by integra.